Manufacturer narrative:
Concomitant medical products: product ID: 3487a-33, lot# b0906681k, implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported there was a lead break/fracture and more specifically an electrode rupture. The patient had recurrence of intense pain in the left leg with associated perineal involvement. The patient was hospitalized from (B)(6) 2012 to (B)(6) 2012. A new electrode was placed (B)(6) 2012. The product issue was considered to be resolved.